Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that it was in backup mode. The patient had extreme shortness of breath and was unable to walk down the hallway. The device was then successfully restored.